Event description:
The facility representative reported a colleague infusion pump with the "middle of main display has black bar through it" . The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement related to this event, however there was no patient injury, or medical intervention reported related to the event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed as the device was not returned for evaluation. As a result, the assignable cause was not identified and no repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.